Event description:
It was reported that pump displayed repeat malfunction alarm malf 12 with no notable events occurring beforehand and customer had experienced this same malfunction at least three times on this pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a warranty replacement pump, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode and return it with a prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.